Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a medial collateral ligament repair surgery, the pre-fabricated hole was opened with a 3.8mm drill, and the 4.5mm twin fix ultra pk anchor broke during implantation. The broken pieces were remove form patient using pliers & suction. The procedure was successfully completed with non-significant surgical delay using a back-up device in an additional bone hole. No further complications were reported. The patient status is good.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. There was no suture material returned. The anchor is not on the insertion device and the distal end of the anchor is fractured away. There is debris on the anchor and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. One undated photo of the device was provided for review and confirms the reported breakage. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.